Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4) the complainant indicated that the patient complained of hip pain. A revision surgery was performed. Devices were removed intact and without issue. As patient was healed, they were not revised with any new implants. There was no surgical delay and procedure was completed successfully. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an initial procedure performed 17-18 years ago. Postoperatively, patient complained of hip pain. Revision surgery was performed on (B)(6) 2016 where a trochanteric fixation nail, a helical blade and one (1) 5mm locking screw were removed intact and without issue. As patient was healed, they were not revised with any new implants. There was no surgical delay and procedure was completed successfully. Patient status was reported as fine. This complaint involves 3 parts. This report is 1 of 3 for (B)(4).